Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past three years. The device was used for treatment. Per email communication, device was discarded, therefore a product evaluation could not be carried out. Potential causes for the issue experienced may include: - dressing not applied properly, without creases and fixation strips. - filter/port not adhered to dressing correctly. - connector not correctly fastened and secured to the pump. - tubing trapped, folded over/kinked causing a blockage. - dressing integrity has been compromised. - skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pico pump ran for about 4 hours and then alerted it to missing battery. The batteries were switched and then the leak indicator, the shift indicator and the battery indicator turned orange. The pico pump could not be pressed afterwards. No treatment delay or injury to patient reported due this event. S&n backup device available.